Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod6 coils. During the procedure, the physician initially placed pod coils, ruby coils and another manufacturer's coils into the superior gluteal artery and the inferior gluteal artery. While the physician was attempting to place a new pod6 coil, the coil advanced two centimeters from the hub of the px slim delivery microcatheter (px slim) and then became stuck. The pod6 coil was removed and another attempt was made to advance it through the px slim but it became stuck again. Therefore, the pod6 coil was removed and the procedure was completed using a new pod6 coil and the same px slim. There was no report of an adverse effect to the patient.